Manufacturer narrative:
Product analysis: the partial lead was returned in segments, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. The initial reported event of [it was reported that the right ventricular (rv) lead had high and unstable impedances on the rv and superior vena cava (svc) coils. Fracture was suspected.] Was previously submitted via a remedial action exemption (rae) summary report. The manufacturer has voluntarily discontinued this rae, so supplemental information is being submitted via a 30 day report. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had high and unstable impedances on the rv and superior vena cava (svc) coils. Fracture was suspected. The rv lead was capped and replaced. No patient complications have been reported as a result of this event. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) defibrillation coil was beyond the expected upper range. The impedance trend on the rv (right ventricular) defibrillation coil was variable, and the impedance on the svc (superior vena cava) defibrillation coil was beyond the expected upper range and was variable. On (B)(6) 2015, rv coil impedance spiked to 254 ohms from 50-60 ohms range previously and is variable. On (B)(6) 2015, svc coil impedance spiked to 254 ohms from 60-80 ohms previously and is variable.